Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an implant inserter would not detach from the mating plate after the plate was installed during surgery. An alternative plate was used to complete the procedure. There were no reported patient injuries associated with this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned inserter was evaluated. There were no visual indications of damage. When functionally tested with a mating implant, the inserter assembled with, retained, and detached from the mating implant without incident. The complaint could not be confirmed as the event could not be replicated.

Event description:
It was reported that an implant inserter would not detach from the mating plate after the plate was installed during surgery. An alternative plate was used to complete the procedure. There were no reported patient injuries associated with this event.